Event description:
It was reported that the during the week previous, the patient had experienced extreme pain in her lumbar area. The past three times it was attempted to reprogram the patient's implantable neurostimulator (ins), a "call your doctor" icon appeared; it was unknown if an error code was present. The patient had surgery two weeks ago for her gallbladder and had "100s of gallstones" and nearly "went septic." The patient believed her liver to be "twice the size of a normal person" and her physicians attributed this to her opiate medication. The patient was taking synthetic morphine, opana, and oxycodone; her physician wanted her to get off the medication. The patient was unsure if weaning off the pain meds was responsible for the increase in her pain. The patient's back was hurting "so bad" and her ins was not working properly. The patient did not want another surgery. It was noted [at one point] that her blood pressure was 60/40, temperature was 103.6, and that she was "upside down with dopamine." The patient almost "went septic" and "almost died." The patient had cirrhosis. The ins was implanted due to complications that arose when a titanium cage fell into the patient's back. The patient's pain was returning. The patient had five holes in her "gut" from surgery two weeks previous and now was worried about a replacement surgery. The patient had seizures. An ambulance was called for the patient prior to her gallbladder surgery. The patient had bipolar disorder and could not "potentially take the medication as an alternative." The patient was also not able to adjust her stimulation. An elective-replacement-indicator (eri) icon appeared. The patient had not had her device checked. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65, lot#: serial#: (B)(4), implanted: 2010 (B)(6), explanted: product type: lead, product ID: 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient. (B)(4).